Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and reported event or determine a root cause. A probable root cause could be due to kinks, leaks in the vacuum circuit or a component failure. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm, however as no harm has been alleged then additional review is not required. No lot/serial number has been provided, therefore a review is not possible, the complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that inside renasys go canister, the pouch with solidified inside ruptured and caused multiple canisters to fail due to blockage. No case involved. The procedure finished with a competitor device.